Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed noise on the ventricular channel. A programming change was recommended to avoid inappropriate therapy. No patient symptoms were reported. The lead was revised. The patient condition was stable before, during, and after the procedure.